Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the jagwire precursor wire fragmented. The physician was using the jagwire precursor with a sphincterotome and noted fragments from the tip of the wire were loose and dropped into the duodenum. The physician reported that no resistance was felt during the procedure. The catheter and guide wire were removed and another guide wire was used to complete the procedure. There were no pt complications. No action was taken to remove the wire fragments, as the physician felt they would pass.